Event description:
It was reported that the customer was hospitalized due to hyperglycemia and high blood glucose of 493 mg/dl. It was stated that the customer was treated with 10.0 units of novolog. Troubleshooting was performed. The time and date were incorrect. The bolus, basal, and bolus wizard were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. It was stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.